Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and functional testing was performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An f38 alarm (malfunction in tube mis-loading detection circuitry) was identified on channel two during functional testing. The cause of the condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump that cannot turn on. This occurred before use. There was no patient involvement. No additional information is available.